Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a traumatic dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil to the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the same catheter, the physician felt resistance and was unable to advance the proximal end of the smart coil through the hub of the microcatheter. The physician then attempted to re-advance the same smart coil, however he continued to feel resistance; therefore, the smart coil was removed. Upon inspection, it was found that the proximal end of the smart coil was damaged. Therefore, the procedure was continued using the same microcatheter, new smart coils, and additional coils. There was no report of an adverse effect to the patient.